Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported transducer fault alarm on the vela ventilator. The customer confirmed that there was no patient involvement associated with the reported event.